Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the newly implanted right ventricular (rv) lead was experiencing high and out of range pacing impedance. The rv lead was not installed and the procedure was completed using an alternate rv lead on (B)(6) 2022. The patient's condition was stable.

Manufacturer narrative:
The reported event of high right ventricular (rv) lead pacing impedance was not confirmed. As received, a complete lead measuring 58.0 cm was returned for analysis. Visual and x-ray examinations of the lead did not find any anomalies except for the over-torqued inner coil in the connector region of the lead which consistent with procedural damage. Electrical testing did not find any indication of conductor fractures except shorting was noted due to the over-torqued inner coil at the connector region.